Event description:
It was reported that during a procedure, the generator did not recognize the grounding pad. Troubleshooting was unable to resolve the issue. As a result, the procedure was cancelled.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated an intermittent open circuit at the dispersive connector. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).